Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The doctor was removing the 36e liner trial and the trial broke at the screw junction.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A material analysis was performed. It concluded that he insert fracture initiated circumferentially within the distal counter bore containing the fastener head and propagated outward. The fracture occurred over repeated loading cycles. Moderate surface damages, predominantly around the distal rim, were observed on the device due to general use. There was no evidence of manufacturing or material defects on the device featured evaluated. The event was confirmed. The investigation concluded that the trident insert trial fracture was caused by repeated loading cycles due to normal wear and tear. As the device was manufactured in 2003, it appears it had exceeded its useful life. As reported in the mar there was no evidence of manufacturing or material defects.

Event description:
The doctor was removing the 36e liner trial and the trial broke at the screw junction.